Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2486 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the port needle was connected to nacl, after about 1 hour, the nurse noticed that the infusion has completely run out. It was stated it leaked and dripped at the connection between luer and infusion line.

Event description:
It was reported the port needle was connected to nacl, after about 1 hour, the nurse noticed that the infusion has completely run out. It was stated it leaked and dripped at the connection between luer and infusion line.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive because the returned sample was not the originally implicated device. The product returned for evaluation was one 20ga x 1¿ huber plus safety infusion set. The sample was received in its original sealed packaging. The sample appeared unremarkable to gross inspection. Microscopic inspection of the sample did not reveal any damage, defect or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample; however, the sealed state of the sample packaging indicated that it was not the originally implicated device. Consequently this complaint is inconclusive at this time.